Event description:
As reported through Edwards Lifesciences Implant Patient Registry (IPR), approximately 1 year and 7 months post transapical TAVR (transcatheter aortic valve replacement) procedure with a 20 mm SAPIEN 3 Ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 21 mm Edwards surgical valve was implanted in the aortic position. No additional information is available.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number: (b)(4). The investigation is ongoing.